Manufacturer narrative:
One battery was returned for evaluation ((B)(4)). Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event (beeping intermittently) could not be confirmed; the battery was able to fully charge and discharge in over 4 hours during bench testing. The available controller logs did not cover the reported event date. The reported event could not be duplicated at the bench level. The battery ((B)(4)) met specifications. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported from the site that the patient reported to vad coordinator that the battery was beeping intermittently.  The patient changed batteries to ensure it was the battery beeping.  He had previously had other problems with batteries so he asked to receive a new battery. Battery was exchanged and it was stated that there were no effect on patient. No additional information available.